Event description:
Per the audiologist's report, this patient's device functioned intermittently. External equipment was exchanged, but this did not resolve the problem. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. The patient is not interested in explantation / reimplantation surgery at this time.